Event description:
Procedure: distal pancreatectomy and spleenectomy for adenocarcinoma of the pancreas. According to the reporter: during attempt to staple the pancreas, the staple was misfired. The stapler jammed and the knife partially deployed in stapler. Unable to release to remove the tissue from the jaws of device. The pancreas was then cut and the proximal pancrease was over sewn with #2.0 silks. The specimen was dissected out leaving only the splenic artery. The pt was taken to recovery room in satisfactory condition.

Manufacturer narrative:
(B)(4).